Manufacturer narrative:
H1: "serious injury" should be "malfunction" in initial MDR. Claim# (B)(4).

Manufacturer narrative:
Expiration date: unk. Claim #: (B)(4).

Event description:
Received comment from (B)(6) from patient who reported right eye (od) was dry. If additional information is received, a supplemental medwatch will be submitted.